Event description:
It was reported that a patient had a pod in which the needle had failed to retract upon initial activation. The patient reports having pain at the pod infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.